Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 2.0mmx20mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced to dilate the lesion. The balloon was inflated three times. The first and second inflation were at 20 atmospheres each. However, upon the third inflation at 20 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).